Event description:
A hospital in (B)(6) reported that an rt241 adult breathing circuited caused an alarm on a mr880 humidifier. The alarm was resolved after the breathing circuit was changed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt241 adult heated breathing circuit was returned to fisher & paykel healthcare (B)(4) and the heater wire was tested for continuity. Results: the heater wire on the returned breathing circuit did not pass the continuity test and was found to be open circuit. Visual inspection revealed no damage to the returned breathing circuit a lot check revealed no other complaints of this nature for lot 130304. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt241 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the complaint device was within specification prior to being released for distribution. (B)(4).